Event description:
The facility reported an infusion pump that overdelivered while infusing on a patient. However, the biomed stated that no patient injury was reported on this pump. Although information was requested, none was available regarding patient demographics, medication involved and pump programming.